Event description:
During a laparoscopic nissen fundoplication several 1seal's and the gaskets of several trocars tore leaking pneumoperitoneum. The time of the procedure was longer due to the leaking. The surgeon opened competitor's product to complete the case. There was no consequence to the pt.

Manufacturer narrative:
D5,6;h4: info unavailable, device returned with no lot or batch ID. Visual inspections & results: bullet tip condition; a,b na. Desufflation lever condition, and inner gasket condition; a,b conforming. Latch condition, and obturator condition; a,b na. Outer gasket condition; a,b non conform. Reset button condition; a,b na. Sleeve condition; a,b conforming. Stopcock condition; a opened, b clos. Trocar condition; a,b na. Functional tests & results: does safety shield retract; a,b na. Flapper door functional; a,b conforming. Lockout functional; a,b na. Analysis conclusion: based on the visual examination the outer gasket on instrument a, has two cuts and a crack in the retainer. The outer gasket on instrument b has two cuts and multiple cracks in the retainer. These defects could have caused the leakage. No conclusion could be reached as to how the outer gaskets were cut and the retainer damaged. Each instrument is evaluated during the assembly process to ensure that it functions properly. The centering of the instrument(s) upon insertion or removal may reduce the possibility of the gaskets being inadvertently damaged or dislodged.